Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on an unknown date. According to the complainant, during scope cleaning, the tip of the brush detached and was left inside the scope (3005099803-2021-01607). Reportedly, during a colonoscopy procedure, the detached brush head was discovered in the working channel (3005099803-2021-01608). There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore the device manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: device code a0401 captures the reportable event of brush detached. Block h10: investigation results: the returned hedgehog was analyzed, and a visual evaluation noted that the catheter was broken and the small brush head was detached. The rest of the device was not returned. In addition, the exposed edge was jagged and not a clean break. No other issues noted. Based on all available information and the condition of the returned device, it is possible that the excessive force was used on the brush inside the scope, or it was torqued while in the valve, resulting in the jagged break and the detached brush head. The investigation concluded the most probable cause is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on an unknown date. During scope cleaning, the tip of the brush detached and was left inside the scope. Reportedly, during a colonoscopy procedure, the detached brush head was discovered in the working channel (3005099803-2021-01608). There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.